Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 was unable to open and required maintenance. A field service engineer (fse) investigated an issue with main half-height drawer 5.1, which had failed in hardware test application mode due to a faulty open/close sensor. The fse replaced the open/close sensor, latch catch, and inseparable latch. A test was performed, and the customer was able to successfully inventory and recover main half-height drawer 5.1. The system functioned as intended after the field service engineer repaired the device.